Event description:
Endometrial ablation procedure with thermachoice. Surgeon prepared device, inserted it and after 1 minute of the ablation cycle, heard whirling of wire in the balloon that swirls liquid, stall and stop. A failed alert was on the monitor and the ablation cycle was terminated. The device removed and a new device obtained, prepared and used without problems. Ablation completed without incidence.